Manufacturer narrative:
(B)(4). Summary of investigation findings: since no device, imaging studies or medical records have been available the exact root cause for what caused the alleged unsuccessful retrieval attempts, ivc tear with a pseudoaneurysm formation and retroperitoneal hematoma in the right groin and filter tilt are unknown. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt may happen during placement or during implanting period. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. Filter tilt may happen during placement or during implanting period. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complaint: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at (B)(6), following knee surgery." It is alleged that the physician placed the filter prophylactically after pt returned to the emergency room with dvt and pulmonary emboli. After placement, the complaint states that pt was to return for filter removal in three months. On (B)(6) 2013, physician was unable to recover the filter after "several attempts." Following the attempts, the filter showed "continued tilt of the filter with the cephalad hook outside the contrast of the filter." On (B)(6) 2015, the filter was removed along with 2 inches of the vena cava. Patient outcome: a section of the device did not remain inside the patient's body. It is alleged that "[pt] suffered an ivc tear with a pseudoaneurysm formation and retroperitoneal hematoma in the right groin." Pt claims that ivc is now narrowed. Pt continues to suffer from blood clots.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to complainant: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at the emergency trauma center at (B)(6), following knee surgery." It is alleged that the physician placed the filter prophylactically after pt returned to the emergency room with dvt and pulmonary emboli. After placement, the complaint states that pt was to return for filter removal in three months. On (B)(6) 2013, physician was unable to recover the filter after "several attempts.' Following the attempts, the filter showed "continued tilt of the filter with the cephalad hook outside the contrast of the filter." On (B)(6) 2015, the filter was removed along with 2 inches of the vena cava. Additional information received on 18feb2016: first removal attempt was performed on (B)(6) 2013 at (B)(6) medical center, via jugular approach, as "filter was no longer necessary." This appointment was scheduled as patient's first follow-up visit, post-placement. Initial baseline venogram dated (B)(6) 2013 showed normal position of filter centered in the ivc. However, subsequent imaging from the time of attempted retrieval on (B)(6) 2013 indicated filter was slanted and angulated, with the upper portion of the filter displaced somewhat anteriorly projecting outside of the lumen, two legs projecting superiorly with the entire filter somewhat rotated. Report states, "clearly the positioning of this device at this time would make retrieval difficult." The physician attempted to reposition filter using alligator forceps but was unsuccessful. Final inferior venacavogram demonstrated continued tilt of the filter with the cephalad hook outside the contrast of the filter. One or two of the stabilizing struts were seen projected in a cephalad direction within the cava. Second attempt on (B)(6) 2013 at (B)(6) hospital, via right inferior jugular approach. Limited records indicate biplane fluoroscopy and forceps used in unsuccessful attempt to free the hook, but the doctor was able to direct 2 malpositioned legs inferiorly with no immediate complications. Records state [pt] "recalls being told by the physician who attempted the second retrieval that she would have no problems with the retained filter." After two failed attempts, patient was treated with xarelto for six months. CT scans performed on (B)(6) 2014 and (B)(6) 2015 showed a displaced filter, tilted to the right with the hook very close to the right lateral wall of the infrarenal ivc. All prongs had penetrated through the ivc and were imbedded in the retroperitoneal tissues as well as the right psoas muscle. [Pt] was seen at (B)(6), where a successful percutaneous removal was performed via internal jugular vein and bilateral femoral vein approach under general anesthesia on (B)(6) 2015. Procedure was complicated by "right groin pseudoaneurysm formation and retroperitoneal hematoma to the right of the pararenal ivc following endovenous filter extraction of filter embedded in the wall of the ivc with all the prongs outside the wall of the ivc." Tearing of the ivc was a known complication discussed with the patient prior to the procedure. There was concern for extravasation from the ivc immediately post-procedurally, so patient was taken for a venogram, which revealed a contained rupture of the ivc along the right-sided wall, starting at the level of the left renal vein junction extending to approximately 3 cm below the junction of the right renal vein for an approximate length of 5.2 cm, associated with a right retroperitoneal hematoma. [Pt] was admitted to ICU for monitoring re recurrent bleeding and treated conservatively. Follow-up venogram was negative. She was observed very closely in the hospital, no further intervention was required and she has done well since discharge on (B)(6) 2015. Office notes from (B)(6) indicate that [pt] informed the staff who contacted her on (B)(6) 2015 that she was "getting along very well at home," with energy gradually improving. CT venogram at (B)(6) on (B)(6) 2015 revealed "nearly complete resolution of the ivc extravasation and pseudoaneurysm with some residual peripheral thrombus in the ivc in the region of the renal hila causing mild to moderate narrowing in this area. The renal veins are patent without stenosis. Remainder of ivc and veins are patent and normal in appearance." The physician's plan was to see [pt] again in three months for a repeat CT venogram. It is alleged that: "migration, tilt, vena cava perforation, bleeding and multiple failed retrieval attempts", along with emotional distress. Further records indicate [pt] is no longer experiencing symptoms related to claimed bodily injuries. Patient outcome: a section of the device did not remain inside the patient's body. It is alleged that "[pt] suffered an ivc tear with a pseudoaneurysm formation and retroperitoneal hematoma in the right groin." [Pt] claims that ivc is now narrowed. [Pt] continues to suffer from blood clots. Additional information received on 18feb2016: [pt] alleges a CT scan is scheduled for (B)(6) 2016, "to determine if further surgery is required to repair the torn vein. For now, [pt] is severely concerned about the possibility of having more surgery as a result of the injuries she sustained from the placement of her cook ivc filter." [Pt] alleges no symptoms related to the filter until she complained of right-sided abdominal/back pain on (B)(6) 2015 ((B)(6)), over two years after receiving the filter. [Pt] sought medical attention and was informed the filter was malpositioned and "punctured through her ivc vein". However, records from (B)(6) dated (B)(6) 2015, indicate she "denies any symptoms related to the extrusion of the barbs outside the ivc. She occasionally gets a momentary discomfort in the right lower abdomen. Of late, however, there is nothing consistent about this."

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# is unknown as information was not provided. Expiration date unknown as lot# is unknown. PMA/510(k)#: as catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Device manufacture date: unknown as lot# is unknown. Investigation is still in progress. (B)(4).

Event description:
Description according to complainant: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at the emergency trauma center at (B)(6), following knee surgery". It is alleged that the physician placed the filter prophylactically after pt returned to the emergency room with dvt and pulmonary emboli. After placement, the complaint states that pt was to return for filter removal in three months. On (B)(6) 2013, physician was unable to recover the filter after "several attempts". Following the attempts, the filter showed "continued tilt of the filter with the cephalad hook outside the contrast of the filter". On (B)(6) 2015, the filter was removed along with 2 inches of the vena cava. Patient outcome: a section of the device did not remain inside the patient's body. It is alleged that "[pt] suffered an ivc tear with a pseudoaneurysm formation and retroperitoneal hematoma in the right groin." Pt claims that ivc is now narrowed. Pt continues to suffer from blood clots.

Manufacturer narrative:
(B)(4). Date of event) unknown as information was not provided. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged migration, tilt, perforation, bleeding, and multiple failed retrieval attempts along with emotional distress are unknown. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Based on information provided there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2013 at the emergency trauma center at (B)(6), following knee surgery". It is alleged that the physician placed the filter prophylactically after pt returned to the emergency room with dvt and pulmonary emboli. After placement, the complaint states that pt was to return for filter removal in three months. On (B)(6) 2013, physician was unable to recover the filter after "several attempts". Following the attempts, the filter showed "continued tilt of the filter with the cephalad hook outside the contrast of the filter". On (B)(6) 2015, the filter was removed along with 2 inches of the vena cava. Additional information received on 18feb2016: first removal attempt was performed on (B)(6) 2013 at (B)(6) medical center, via jugular approach, as "filter was no longer necessary". This appointment was scheduled as patient's first follow-up visit, post-placement. Initial baseline venogram dated (B)(6) 2013 showed normal position of filter centered in the ivc. However, subsequent imaging from the time of attempted retrieval on (B)(6) 2013 indicated filter was slanted and angulated, with the upper portion of the filter displaced somewhat anteriorly projecting outside of the lumen, two legs projecting superiorly with the entire filter somewhat rotated. Report states, "clearly the positioning of this device at this time would make retrieval difficult". The physician attempted to reposition filter using alligator forceps but was unsuccessful. Final inferior venacavogram demonstrated continued tilt of the filter with the cephalad hook outside the contrast of the filter. One or two of the stabilizing struts were seen projected in a cephalad direction within the cava. Second attempt on (B)(6) 2013 at (B)(6) hospital, via right inferior jugular approach. Limited records indicate biplane fluoroscopy and forceps used in unsuccessful attempt to free the hook, but the doctor was able to direct 2 malpositioned legs inferiorly with no immediate complications. Records state [pt] "recalls being told by the physician who attempted the second retrieval that she would have no problems with the retained filter." After two failed attempts, patient was treated with xarelto for six months. CT scans performed on (B)(6) 2014 and (B)(6) 2015 showed a displaced filter, tilted to the right with the hook very close to the right lateral wall of the infrarenal ivc. All prongs had penetrated through the ivc and were imbedded in the retroperitoneal tissues as well as the right psoas muscle. [Pt] was seen at mayo clinic, where a successful percutaneous removal was performed via internal jugular vein and bilateral femoral vein approach under general anesthesia on (B)(6) 2015. Procedure was complicated by "right groin pseudoaneurysm formation and retroperitoneal hematoma to the right of the pararenal ivc following endovenous filter extraction of filter embedded in the wall of the ivc with all the prongs outside the wall of the ivc". Tearing of the ivc was a known complication discussed with the patient prior to the procedure. There was concern for extravasation from the ivc immediately post-procedurally, so patient was taken for a venogram, which revealed a contained rupture of the ivc along the right-sided wall, starting at the level of the left renal vein junction extending to approximately 3 cm below the junction of the right renal vein for an approximate length of 5.2 cm, associated with a right retroperitoneal hematoma. [Pt] was admitted to ICU for monitoring re recurrent bleeding and treated conservatively. Follow-up venogram was negative. She was observed very closely in the hospital, no further intervention was required and she has done well since discharge on (B)(6) 2015. Office notes from (B)(6)clinic indicate that [pt] informed the staff who contacted her on (B)(6) 2015 that she was "getting along very well at home", with energy gradually improving. CT venogram at (B)(6) clinic on (B)(6) 2015 revealed "nearly complete resolution of the ivc extravasation and pseudoaneurysm with some residual peripheral thrombus in the ivc in the region of the renal hila causing mild to moderate narrowing in this area. The renal veins are patent without stenosis. Remainder of ivc and veins are patent and normal in appearance." The physician's plan was to see [pt] again in three months for a repeat CT venogram. It is alleged that: "migration, tilt, vena cava perforation, bleeding and multiple failed retrieval attempts", along with emotional distress. Further records indicate [pt] is no longer experiencing symptoms related to claimed bodily injuries. Patient outcome: a section of the device did not remain inside the patient's body. It is alleged that "[pt] suffered an ivc tear with a pseudoaneurysm formation and retroperitoneal hematoma in the right groin." [Pt] claims that ivc is now narrowed. [Pt] continues to suffer from blood clots. Additional information received on 18feb2016: [pt] alleges a CT scan is scheduled for (B)(6) 2016, "to determine if further surgery is required to repair the torn vein. For now, [pt] is severely concerned about the possibility of having more surgery as a result of the injuries she sustained from the placement of her cook ivc filter." [Pt] alleges no symptoms related to the filter until she complained of right-sided abdominal/back pain on (B)(6) 2015 ((B)(6) clinic), over two years after receiving the filter. [Pt] sought medical attention and was informed the filter was malpositioned and "punctured through her ivc vein". However, records from (B)(6) clinic dated (B)(6) 2015, indicate she "denies any symptoms related to the extrusion of the barbs outside the ivc. She occasionally gets a momentary discomfort in the right lower abdomen. Of late, however, there is nothing consistent about this".